Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced elevated glucose for much of the day that decreased after a supply change, followed by a rapid decline to 76 mg/dl and subsequent increase to 114 mg/dl without intake, with sensor readings not confirmed by fingerstick; education was provided on using fast-acting carbohydrates if glucose continued to drop and on obtaining supplies for fingerstick verification. Symptoms included no reported clinical manifestations of hypoglycemia or hyperglycemia. Outcomes included return to a normal glucose range with continued monitoring and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding glucose management, sensor verification with fingerstick testing, and review of device use. Investigation of this case revealed no confirmed device malfunction, with cause of the hyperglycemia and subsequent fluctuations unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.